Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Customer elected to use multiple daily injections (mdi) as a backup therapy.